Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) who encounter the issue ordered the parts required to repair the unit. However, the parts have not been received. The iabp has not been cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site.

Event description:
It was reported that during routine maintenance performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a crack on the touchscreen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Fse returned to customer's site for repair. Fse dismantled the system and performed cleaning process as per getinge recommendation. Per getinge specifications, the fse replaced the touchscreen assembly, video to display monitor cable assembly, upper display cable, and lower display bezel using labels and seal dip. All functional and safety checks were performed to meet manufacturer specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code: (B)(6)). Corrected field: e1(event site telephone: (B)(6)). It was reported that during routine maintenance, the cardiosave intra- aortic balloon pump (iabp) had a crack on the touchscreen. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse dismantled the system and performed cleaning process as per getinge recommendation. Per getinge specifications, the fse replaced the touchscreen assembly, video to display monitor cable assembly, upper display cable, lower display bezel using labels and seal dip. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.